Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the twos continued to be intermittent. Reprogramming was performed to change the sensing vector.

Event description:
It was reported that the right ventricular (rv) lead has t-wave oversensing (twos) post ventricular pacing. Follow up indicated that the patient was not rv paced, and thus twos only occurs after capture testing. No interventions were taken and the rv lead remains in use. No patient complications have been reported as a result of this event.